Manufacturer narrative:
The device is expected to be returned, to the manufacturer, for further evaluation. The device has not yet been received.

Event description:
It was reported that the device involved in the event was alleged to have a frayed alternating current (ac) cord. There was no harm reported. No additional information is available.